Event description:
Report of post-essure placement pain, categorized as minor. Three-month hsg shows left micro-insert positioned in the left adnexa and tubal patency. Pt taken to surgery center on and cut a portion of the coil off that he believed was causing the pain and left remaining portion of the device in the pt. Additionally, at the time of intervention, the physician noted a urinary tract infection. As of today, 08/31/2011, we believe the pt's symptoms have resolved. The uti may have contributed to the reported pain, but the physician who performed the partial extraction did the medical intervention specifically to remove a portion of the micro-insert due to the pt experiencing pain.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs